Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Was reported that this patient with right atrial (ra) lead was admitted with pleuritic chest pain. It was noted that the lead was positioned fairly high and close to the outflow tract and that the pacing did not contribute to the pain intensity. The pain was intensified when the patient was in the upright position. The ra lead was surgically repositioned which alleviated the symptom. No additional adverse patient effects were reported.